Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2014, their receiver turned off without turning it off. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the data log did not find any errors related to the customer complaint. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.